Event description:
Reporter indicated that his vns therapy programming handheld froze during the interrogation of a patient's pulse generator. Handheld was subsequently returned to manufacturer for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.